Event description:
The customer reported to carefusion a cracked "y" connector associated with ventilation circuit part# rt4851-12. The specific lot number of the circuit is unknown; the external packaging was discarded before use. This was reported as a patient event at the customer facility. The "y" connector cracked while in use on a patient. It was reported ventilation volume was lost, the patient's sats drop (specific data not provided), and ultimately the "y" connector was changed out for a new, non-cracked "y". No additional clinical details were known at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned cracked "y" connectors to carefusion, however, they could not identify which "y" is associated with each specific patient event. Upon completion of carefusion's investigation, a follow-up report will be submitted. (This is report 5 of 14).

Manufacturer narrative:
(B)(4). Evaluation summary: the lot number for the circuit involved in this event was not provided by the customer and therefore, a device history review could not be performed. The return samples were received and evaluated; the cracks were confirmed upon a visual inspection. The specific 'y' connector associated with circuit part # (B)(4) is component (B)(4). Carefusion has opened a corrective and preventative action report ((B)(4)) to further investigate this component and corrective actions will be implemented upon completion. Production changes have been put in place to create a stronger plastic part and a material change is being studied to replace the current plastic with a more robust plastic material.